Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, anxiety, fear, surgical removal. The additional information regarding embedment does not change the previous investigation results for organ/vena cava perforation. Unknown if the reported anxiety, fear, and surgical removal are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right jugular vein for deep vein thrombosis prior to surgery, followed by a successful retrieval on (B)(6) 2019. Patient is alleging vena cava and organ perforation. Patient further alleges anxiety, fear, and surgical removal due to filter failure. Report from CT (computed tomography): "caval perforation: grade 4 embedment at 12 o'clock with the duodenum, 3 o'clock with the paraspinal musculature, 6-7 o'clock with the right perispinal musculature and 9 o'clock with small bowel. Tilt: no significant ap or lateral tilt. Migration: no." Retrieval report (successful): "on CT scan and on ureteroscopy, one of the filter's struts appeared to be penetrating the ureter, with calculi forming on the strut." "The filter collapsed down readily and only a small tug was needed to retrieve the filter. The 9 fr sheath, snare and filter were removed en bloc, and the filter was intact on examination with some fibrinous tissue at the hook."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava (vc)/paraspinal musculature/ureter perforation, calcification. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported calcification is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009. The patient's ivc filter perforated through the ivc with one strut perforating the duodenum; a second strut perforating the paraspinal musculature, a third strut perforating the right paraspinal musculature, and a fourth strut perforating the small bowel and ureter with calculi forming on the strut at the level of the ureter. The patient underwent a surgical procedure to have it removed. Hospital and medical records have been requested, but not yet provided.